Event description:
The facility's biomed reported the pump did not deliver medication as intended on pump#2. The pump was programmed to infuse integrillin gtt at an unknown rate with all unknown volume to be infused. The pump failed to infuse any of the medication, did not alarm, and the patient missed the dose. The pump display read 100ml had infused, but the bag was still full. The patient was in transport when this incident occurred. The nurse changed the set on the pump, and the medication infused. When the set was changed, they noted the tubing was kinked off in the pump. No patient injury resulted and there is no adverse outcome associated with this report.